Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 80% to 0% in 4 hours and subsequently shut off due to insufficient power. Reportedly, when the customer turned the pump back on the personal profile settings had been erased. The customer was able to reenter the settings successfully prior to contacting tandem technical support. The customer's blood glucose (bg) level was impacted (347 mg/dl). A manual injection was administered to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.